Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was not delivering all of the basal rates causing elevated blood glucose levels including one incident in which the elevated blood glucose levels were accompanied by vomiting (patient was unsure of the blood glucose levels). Customer support assisted the patient with reviewing the pump. The patient stated that total daily dose on (B)(6) 2012 showed 25.144 units basal and (B)(6) 2012 showed 28.632 units basal; additionally the patient reported that the basal settings and the total daily dose basal history did not appear to match. This report is made based on the allegation the patient experienced hyperglycemia associated with a possible discrepancy in the basal delivery history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box review shows basal delivery interruption on (B)(6) 2012 for three hours due to an acknowledged 150 alarm. The pump total daily dose appears to be inaccurate due to the time being set incorrectly on (B)(6) 2012. Total daily insulin deliveries add up correctly and reflect the user's programmed basal rates outside those dates. The pump powers up and pairs with a test meter successfully, but the display is reddish and dim, a test display screen was used for the rest of investigation and it was fully illuminated. Pump ran for 24 hours successfully. No alarms occurred during testing. Periodic boluses were executed successfully using "normal, ez-carb, ez-bg, and combo", history recorded accurately boluses info on the correct time and order. The pump passes a 29 hour flow accuracy test and found to be delivering within specifications. Opened the pump, no damage was found to the force sensor circuit or on the power circuit. No moisture ingress found inside the unit. Unrelated to the complaint, evaluation revealed that the display screen was not clear legible, which has no effect on insulin delivery function. There was no defect found.